Event description:
Consumer was using a gum brand toothbrush and noticed a few bristles came loose from the brush.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.